Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack was completed. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery was excessively discharged. The last time the battery was used on (B)(6) 2022 it was used for 43 hours. Batteries are only intended to be used for 24 hours. Per 90p006- a04, in order to maintain the battery when not in active use the battery should be recharged every 3 months. There was no battery malfunction. The cause for the failure was isolated to a loose bus bar inside of the battery. The battery pack sat for greater than 3 months without being recharged and was not recharged every 24 hours, resulting in excessive discharge of the battery cells. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.